Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer was treated with syringe. The insulin pump will be returned for analysis.